Manufacturer narrative:
PMA/510(k) #: k182980. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Stent broke during removal when they tried to release the stent. Consequences: use another stent. "As per complaint form": the shaft ( flexor introducer)of the metal stent broke during the deployment in the bile tract. Good location in the stenosis ( radiopaque bands).the doctor pulled to deploy and the shaft broke. The stent was not implanted. The doctor removed the shaft ( delivery system)and started a new case. He used another device. Pre dilatation performed ahead of placement stent (cook balloon). The patient : a woman. Birthday: (B)(6) 1945. Before the placement of the stent. The patient had an external drainage catheter( cook device) on the obstruction of the common bile duct. Others devices: micro puncture set ( access) merit medical ref : (B)(4). Selective catheter ( target) to cross the stenosis of low common bile duct :cook, ref : (B)(4). For the doctor in the delivery system of the stent was broken when he pulled ( the device is available) the doctor implanted the stent but it was not the good location( the stent was implanted between the common bile duct and the duodenum then the doctor implanted a second stent above on the common bile duct in order to cover the obstruction of tissue.

Event description:
Stent broke during removal when they tried to release the stent. Consequences: use another stent "as per complaint form": the shaft ( flexor introducer)of the metal stent broke during the deployment in the bile tract. Good location in the stenosis ( radiopaque bands).the doctor pulled to deploy and the shaft broke. The stent was not implanted. The doctor removed the shaft ( delivery system)and started a new case. He used another device. Pre dilatation performed ahead of placement stent( cook balloon). The patient : a woman. Birthday: (B)(6) 1945. Before the placement of the stent. The patient had an external drainage catheter (cook device) on the obstruction of the common bile duct. Others devices: micro puncture set (access) merit medical ref : (B)(4). Selective catheter ( target) to cross the stenosis of low common bile duct :cook, ref : (B)(4). For the doctor in the delivery system of the stent was broken when he pulled (the device is available) the doctor implanted the stent but it was not the good location (the stent was implanted between the common bile duct and the duodenum then the doctor implanted a second stent above on the common bile duct in order to cover the obstruction of tissue. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. Also reportable based on "flexor breaking during deployment (incl, flexor/handle separation).

Manufacturer narrative:
PMA/510(k) #: k182980. Device evaluation: the zib6-40-10-4.0 device of lot number c1589380 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 18 july 2019. On evaluation of the device the flexor was separated from the device handle and a slight kink was observed on the distal white tip. This was noted as being an observation and not a defect. Document review: prior to distribution zib6-40-10-4.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zib6-40-10-4.0 of lot number c1589380 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1589380. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0042-9). Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy. From the information provided it is known that the device was being used to treat a stenosis of the common bile duct (cbd). It is possible that this caused and/or contributed to increased deployment forces on the flexor during deployment resulting in separation of the flexor from the handle of the device. It is possible that the distal tip got slightly kinked when the flexor separated from the device handle. The sudden forward movement of the flexor into the patient¿s anatomy may have resulted in force on the distal tip resulting in a slight kink. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, a second stent was placed during the same procedure as the complaint stent did not cover the target lesion. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k182980. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Stent broke during removal when they tried to release the stent. Consequences: use another stent. "As per complaint form": the shaft (flexor introducer) of the metal stent broke during the deployment in the bile tract. Good location in the stenosis (radiopaque bands). The doctor pulled to deploy and the shaft broke. The stent was not implanted. The doctor removed the shaft (delivery system) and started a new case. He used another device. Pre dilatation performed ahead of placement stent (cook balloon). The patient : a woman. Birthday: (B)(6). Before the placement of the stent. The patient had an external drainage catheter (cook device) on the obstruction of the common bile duct. Others devices: micro puncture set (access), merit medical, ref:mak nv 002. Selective catheter (target) to cross the stenosis of low common bile duct, cook, ref: hnb4.0 -xx-bmc. For the doctor in the delivery system of the stent was broken when he pulled (the device is available), the doctor implanted the stent but it was not the good location; the stent was implanted between the common bile duct and the duodenum. Then the doctor implanted a second stent above on the common bile duct in order to cover the obstruction of tissue.